Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervix stenosis, paratubal cyst, body mass index normal and hyperlipidemia. Concomitant products included conlunett (ortho-novum) since (B)(6)2010 and medroxyprogesterone acetate (depo-provera) for birth control as well as escitalopram oxalate (lexapro) since 2010, ibuprofen since 2010, lisinopril since 2010, pravastatin since 2010 and zolpidem tartrate (ambien) since 2010. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 9 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2013, the patient experienced vaginal infection ("vaginal infections, infection (other) describe: vaginal, vaginitis, infecton( bladder/urinary tract/vaginal): vaginal"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), mood swings ("hormonal changes describe: mood swing, psychological or psychiatric problems condition: mood swing"), hyperhidrosis ("hormonal changes describe: excessive sweating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), abdominal pain upper ("severe upper abdominal pain"), fatigue ("fatigue"), weight increased ("weight gain 1 loss specify which one: weight gain"), bacterial vaginosis ("bacterial vaginosis panel-abnormal"), ovarian cyst ("left ovarian cyst") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, vaginal discharge, mood swings, hyperhidrosis, female sexual dysfunction, migraine, headache, nausea, abdominal pain upper, fatigue, weight increased, bacterial vaginosis and ovarian cyst had not resolved, the procedural pain was resolving and the amenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amenorrhoea, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: confirming full occlusion of fallopian tubes ultrasound pelvis - on (B)(6)2010: left ovarian cyst on (B)(6)2009, results of the essure confirmation test were found to be normal. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("severe upper abdominal pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, abdominal pain upper and procedural pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervix stenosis, paratubal cyst, body mass index normal and hyperlipidemia. Concomitant products included conlunett (ortho-novum) since (B)(6) 2010 and medroxyprogesterone acetate (depo-provera) for birth control as well as escitalopram oxalate (lexapro) since 2010, ibuprofen since 2010, lisinopril since 2010, pravastatin since 2010 and zolpidem tartrate (ambien) since 2010. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infections, infection (other) describe: vaginal, vaginitis, infecton( bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), mood swings ("hormonal changes describe: mood swing, psychological or psychiatric problems condition: mood swing"), hyperhidrosis ("hormonal changes describe: excessive sweating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), abdominal pain upper ("severe upper abdominal pain"), fatigue ("fatigue"), weight increased ("weight gain 1 loss specify which one: weight gain"), bacterial vaginosis ("bacterial vaginosis panel-abnormal"), ovarian cyst ("left ovarian cyst") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, vaginal discharge, mood swings, hyperhidrosis, female sexual dysfunction, migraine, headache, nausea, abdominal pain upper, fatigue, weight increased, bacterial vaginosis and ovarian cyst had not resolved, the procedural pain was resolving and the amenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, amenorrhoea, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Ultrasound pelvis - on (B)(6) 2010: left ovarian cyst. On (B)(6) 2009, results of the essure confirmation test were found to be normal. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event amenorrhea added. Concurrent condition and concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervix stenosis and paratubal cyst. Concomitant products included conlunett (ortho-novum) since (B)(6) 2010 and medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infections, infection (other) describe: vaginal, vaginitis, infecton( bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("heavy menstrual bleeding, abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), mood swings ("hormonal changes describe: mood swing, psychological or psychiatric problems condition: mood swing"), hyperhidrosis ("hormonal changes describe: excessive sweating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), abdominal pain upper ("severe upper abdominal pain"), fatigue ("fatigue"), weight increased ("weight gain 1 loss specify which one: weight gain"), bacterial vaginosis ("bacterial vaginosis panel-abnormal") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, vaginal discharge, mood swings, hyperhidrosis, female sexual dysfunction, migraine, headache, nausea, abdominal pain upper, fatigue, weight increased, bacterial vaginosis and ovarian cyst had not resolved and the procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Ultrasound pelvis - on (B)(6) 2010: left ovarian cyst on (B)(6) 2009, results of the essure confirmation test were found to be normal. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, removal date updated, lot no, treatment medications, concomitant disease and medication, new events genital haemorrhage, mood swings, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, bacterial vaginosis, ovarian cyst and abdominal pain added. Outcome for the events genital haemorrhage, mood swings, hyperhidrosis, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, vaginal infection, bacterial vaginosis, ovarian cyst, abdominal pain upper, abdominal pain lower and abdominal pain added as not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.